Event description:
It was reported that there was a lead warning due to high impedance. It was also reported that there is a potential lead fracture. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) performance data was collected from the device and revealed that there was high resistance/impedance ad 1 - patient alert for out of tolerance subthreshold lead impedance on (b)(6 2012, 21:00:06. Programmer s2d data file (B)(4) shows an alert event for "right ventricular defibrillation lead impedance > 200 ohms" and "superior vena cava defibrillation lead impedance > 200 ohms" on (B)(6) 2012, 21:00:06.